Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. There was no reported impact to the customer¿s blood glucose level. The customer declined troubleshooting and follow-up, and no further action was taken by technical support.